Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A general report was made that the nurses are experiencing disconnections where the filter connects to the non-bd trifuse. The disconnects are happening sometimes shortly after connection and some are occurring hours later. The nurses report that the disconnects are seen in the neonatal ICU, but they are happening more frequently in the pediatric population where the kids are able to more around more freely. The disconnects are resulting in fluid leakage. The bd male luer lock is noted to be longer than the male luer lock of the non-bd product. It is suspected that the disconnects are occurring because of an incompatibility with the bd male luer and the microclave of the non-bd product. There was no patient harm.